Event description:
Healthcare professional reported a xen®45 gts event described as "the slider does not proceed from the midpoint." No injury to the right eye was noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Manufacturer narrative:
Visual device evaluation: no apparent damage was observed to the visible portion of the xen injector. The needle cover and cam lock were each detached. The bevel was positioned on the right side. The slider of the injector was not in the start position and was partially advanced. The needle guide appears typical; however, condition of the needle and retention plug are unknown since they were not captured in the photograph. Device functionality cannot be evaluated for the reported complaint of blocked slider since the sample was not returned. Photo analysis of the device generally does not assist abbvie in determining a probable cause for this event. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider does not proceed from the midpoint." No injury to the right eye was noted.

Event description:
Hcp additionally reported surgery was completed with a backup device.